Event description:
A hospital in the (B)(6) reported to fisher & paykel healthcare's branch office in the (B)(4) that when hospital staff attempted the use of an rt040 single- use face mask in conjunction with the rt319 bi level/CPAP breathing circuit and vision bi-pap machine, set pressures were difficult to maintain. The hospital further reported that when the bi-pap machine was set at pressures of 15 (inspiratory) and 5 (expiratory), they would typically achieve actual pressure readings of 8 (insp) and 3 (exp). The hospital advised fisher & paykel healthcare that the mask did not appear to be providing a good seal with possible leaking in the region of the upper cheek area. No pt consequence was reported.

Manufacturer narrative:
(B)(4) . Fisher & paykel healthcare is currently in the process of obtaining additional details in order to clarify the circumstances of the reported event. We are also requesting for the complaint rt040 mask to be returned for examination. We will submit our findings in a follow-up report at the completion of our investigation.